Event description:
It was reported the monitor had a flickering image during set up of the device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.